Manufacturer narrative:
(B)(4). A batch review was conducted for lot #11e019, which revealed the product met all of the acceptance criteria for release. A nonconformance was documented in the batch record to be related to the product lot number. A CAPA was opened to investigate this issue. Corrective actions were implemented by the manufacturing facility. An effectiveness check was conducted which revealed that the corrective actions were effective. The root cause of the reported condition was determined to be an approximately 0.006-inch protrusion on the stress member under the check-band. This issue was investigated through corrective and preventative action (CAPA).

Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 50 ml of fluid in the reservoir. To verify the reported condition, the fill-port cap was removed. Upon removal, leakage (backflow) was observed coming out of the fill port. Visual examination of the disassembled unit showed no evidence of particulate matter under the check-band. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.